Event description:
A large suturecut needle driver was returned to me tagged " repair?" It was also listed on a medical device correction list of instruments sent out by intuitive with potential for grip failures with jaws on xi instruments. The notice was listed as isifa 2024-09c. Since no details re: the failure was mentioned; I am sending it back for reimbursement since 10/15 lives remain.